Event description:
It was reported that patient presented to the emergency room after experiencing increased shortness of breath, and symptoms of heart failure. The patient was diagnosed with a pulmonary embolism. Device interrogation noted high impedance, loss of sensing and capture, and oversensing of noise. Chest x-ray showed a complete lead fracture 2cm from the distal portion of the lead. The distal portion of the lead was still in position; however, the proximal portion of the lead was floating in the ventricle. Patient received anticoagulation therapy and pulmonary embolism was resolved. On (B)(6) 2017, patient was transferred to a hospital for system revision procedure, and the lead was extracted.

Manufacturer narrative:
External insulation abrasion was noted at 44.8 cm to 45.3 cm from the connector pin and 6.8 cm to 7.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations.